Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter canada that a clearlink system secondary medication set was leaking just below the drip chamber. This condition occurred during infusion. There was a patient involved, but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually and microscopically inspected, which identified a leak between the drip chamber and the tubing. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.